Event description:
The pilot balloon deflated after intubation.

Manufacturer narrative:
The inflation balloon deflated during intubation. The interruption in therapy caused the patient to be re-intubated.

Event description:
The pilot balloon deflated after intubation.

Manufacturer narrative:
The inflation balloon deflated during intubation. The interruption in therapy caused the patient to be re-intubated. The complaint of "the pilot balloon deflated after intubation" regarding part I-pfhv-70 was confirmed via photo. The root cause cannot be determined but could possibly be a result of leaky. A risk assessment was performed and the ultimate risk was determined to be low which does not require the initiation of a CAPA. There have been 8 other complaints against this part in the 24 months preceding this complaint. 1 of those complaints were regarding a similar issue. A resolution letter was sent to the customer.